Event description:
Mentor helical trocar implanted for bladder suspension-mid urethral sling/ob tape. Later noticed that it had eroded through cervix tissue. Had to be removed on (B)(6) 2006. Incontinence worse than before original surgery. Humiliation in that the problem reoccurred so badly. Had to have 3rd surgery-tvt retropubic tension-free vaginal tape urethral sling - done on (B)(6) 2007. Three surgeries resulted in lost time at work and a lot of scar tissue obscuring cervix as well as pain during recovery. Multiple trips to the dr and hosp over a period of 3 - 1/2 years. Surgeries - including but not limited to above.